Event description:
It was reported that the device had migrated and the patient complained of pain. The device pocket was expanded and the device was moved more medially. The physician sutured the device in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).